Manufacturer narrative:
A united states customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp instrument. The quality control (qc) was in range on the day of event. There were no system errors at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse performed a comparison study using qc, a total service call, observed that acid line at wash station was empty, and determined that the water supply was good. The cse tightened all tubing connectors, primed, and verified dispense volumes line. The cse rerouted tubing to ensure proper flow. Then, the cse performed sample reagent probe dispense and aspiration checks and aligned all probes. The cse determined that the base dispense volumes were good. Later, the cse recalibrated tnih and replaced and aligned sample probe. Additionally, the cse reviewed calibration data, performed a total service visit, observed air bubbles in lines, reseated all tubing connections, removed the valve manifold, reseated all valves, reinstalled valve manifold and primed to remove air bubbles. The cse also replaced connectors, trimmed, and later replaced tubing at connectors, proactively replaced valve manifold, wash 1 bottle, wash 1 rotary pump, and positive displacement (pd) pump, replaced the main wash 1 fitting into valve manifold, performed firmware and parameter updates, primed the instrument, switched wash 2 and wash 3 tubing to aspiration stations, reseated tubing from pd pump to valve manifold, and ran calibrations. The customer ran quality controls and master curve material and patient correlations; all were within specifications. Siemens further investigated the issue and determined reseating the tubing that goes between the valve manifold and the positive displacement pump corrected the issue. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s) and was questioned. On the next day, the sample was repeated on the same instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician(s). The patient was also redrawn and the samples were processed on the same instrument, which recovered lower than the discordant result. When the patient's blood was drawn on (B)(6) 2022, two sample tubes were drawn; one tube generated a discordant result and the second tube was run on the same instrument on (B)(6) 2022, recovering with 9.22 ng/l. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.